Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was recorded as high with a trace of ketones. Customer administered a glucagon injection to address bg. Customer went to the emergency room and was treated with intravenous insulin and saline. Customer's elevated bg and trace ketones resolved. Customer was discharged the next day with the issue resolved and no permanent damage. Customer did not observe any issues with the cartridge, insulin or infusion set tubing/cannula. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.